Event description:
It was reported that the lead was capped and replaced due to no sensing.

Event description:
New information provided notes the capped lead was removed during the explant of an infected newly implanted system.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. An external abrasion which breached the rv cable lumen was noted at 12.6 cm to 12.8 cm from the connector pin. The etfe coating was noted to be in tact at this section. An internal abrasion which breached the rv cables lumen was noted at 7.5 cm to 9.1 cm from the distal tip. The etfe coating was intact at this section. All other damage identified was consistent with that occurring during the time of the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.